Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 364774. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming due to lead migration which was confirmed through x ray. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Additional information was received that the patients implantable pulse generator (ipg) was also replaced due to the ipg not functioning as intended.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed through x-ray. Multiple reprogrammings were performed, however, unsuccessful. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well post-operatively.